Manufacturer narrative:
It was reported that the ventilator alarmed for low air pressure. During visit on-site, the field service engineer found a problem with the connected compressor, and a complaint was created for the compressor. No other issues were reported. The conclusion is that the reported low pressure issue was caused by a malfunctioning compressor connected to the ventilator and not the ventilator itself.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low air pressure. There was no patient harm. Manufacturer ref.#: (B)(4).